Manufacturer narrative:
Product ID 3037, serial# (B)(4), product type programmer, patient product ID 3 093-28, lot# v858764, implanted: 2011-(B)(6), (B)(4).

Event description:
It was reported the patient experienced a shocking or jolting sensation. It was stated the patient would walk through the security screeners at a store and it would cause them ¿extreme pain.¿ the issue started a few weeks prior when they first changed the security screeners at the store. It was noted the patient had gone through airport security before with no issues. Additional information has been requested, a follow up report will be sent if additional information is received.